Manufacturer narrative:
The device was returned and evaluated. Unable to confirm customer report for sensing. Customer report was confirmed for pacing. Continuity testing found there to be an intermittent open condition at the proximal electrode when flexing the catheter tip. Distal electrode was continuous. No visible damage to catheter body. Balloon inflated, clear and concentric without any leakage.

Event description:
It was reported that the catheter was unable to sense. It was able to pace fine. Another catheter was used, and the problem was solved. There were no patient complications.